Manufacturer narrative:
The devices were not explanted, therefore no devices analysis could be performed analysis of provided data dated (B)(6) 2024 revealed: - battery status was within normal range (2.99v) - since the implantation, the atrial lead impedance is stable within normal range. The atrial sensibility is programmed at 1mv. Some some signals are detected between 1,0 and 1,2 mv, therefore an atrial under detection could not be excluded. - since the implantation, the ventricular lead impedance is stable within normal range. A good ventricular sensitivity is recorded. On avb episode recorded dated (B)(6) at 10:03 and 13:09 : - atrial and ventricular stimulations are present at 60 bpm - atrial lead doesn¿t capture - ventricular lead captures at 13h25, no atrial sensing and no atrial capture. Some ventricular spikes do not capture leading to ventricular cycle at 1610ms (37 bpm) from 13h27: electro-mechanical dissociation is recorded leading to some faster cycles (in addition, there is no atrial sensing and no atrial capture). No ventricular capture, although the settings are unchanged. No issue on ventricular pacing (before 13h25) the settings of the rate response is not related to the event. The increase of the atrial pacing rate takes place when the number of respiratory cycles increases which may suppose the patient was hyperventilating. This increase is temporary because the g sensor doesn¿t detect activity, this this situation moderates the effect of the rate response (=atrial pacing rate increase).

Event description:
Reportedly, during hospitalization after implantation on (B)(6) 2024 the patient referred fatigue. During fu on (B)(6) 2024 it was decided to improve the rate response from auto to fix - very low. After 3 hours the patient passed away.

Manufacturer narrative:
The patient has been hospitalized on (B)(6) 2024 due to fatigue. From 13h27, recorded egm suggest electro-mechanical dissociation. - based on the available data and considering that the device has not been returned for investigation, no general malfunction is suspected on the subject devices. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during hospitalization after implantation on 16 may 2024 the patient referred fatigue. During fu on (B)(6) 2024 it was decided to improve the rate response from auto to fix - very low. After 3 hours the patient passed away.

Event description:
Reportedly, during hospitalization after implantation on (B)(6) 2024 the patient referred fatigue. During fu on (B)(6) 2024 it was decided to improve the rate response from auto to fix - very low. After 3 hours the patient passed away.